Event description:
Lpn entered resident's room at 6:00 a.m. On 11/26/91 and found resident on floor with her head between the siderail and matress. The resident was facing towards the window, head pointing down, chin to chest, sitting on feet as if in a kneeling position. Her left hand was holding onto the siderail. Her right side was leaning against the bed. Patient had no pulse or respiration . Rn called the medical examiner to inform him of the situation. The medical examiner arrived at 9:45 a.m. With an assistant. Patient's body was removed by the m.e. To hennepin county to determine if a post mortem was needed to be performed. Via a phone conversation, the m.e. Relayed to the director of nursing that the death was possibly accidental, due to asphixation by equipment failuredevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.